Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts that were bunched up, bent and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. The target lesion was located in the calcified left anterior descending artery (lad). After performing predilatations with 3 non compliant balloon catheters, a 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent delivery system (sds) was pulled back; however, resistance was met. It was then noted upon removal of the sds that the mid to proximal segment of the stent was damaged while still crimped on the sds. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. The target lesion was located in the calcified left anterior descending artery (lad). After performing predilatations with 3 non compliant balloon catheters, a 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The stent delivery system (sds) was pulled back; however, resistance was met. It was then noted upon removal of the sds that the mid to proximal segment of the stent was damaged while still crimped on the sds. The procedure was completed with a different device. No patient complications were reported.